Event description:
Customer using accu-chek inform system. Customer reports back to back results on the same meter of 370 mg/dl, 224 mg/dl, and 124 mg/dl. Pt received no treatment based on meter results. Location of testing was the hosp. Qc's were ran and within range. A request was made for return of suspect product and a replacement was sent. Accu-chek inform system: meter, accu-chek comfort curve test strips lot# 549509, exp date 02/29/2008.

Manufacturer narrative:
The suspect product is the comfort curve test strips.